Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. There was no reported adverse impact to the customer¿s blood glucose level. After removing the obstruction from the speaker holes, and reconnecting cartridge, the alarm cleared.